Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they got a settings not available message when they tried to increase their stimulation. Patient mentioned that they have tried switching groups as well, however, they still can't increase the stimulation. Agent redirected the patient to their healthcare provider (hcp). Additional information was received from a patient (pt). It was reported that they met with the manufacturer representative (rep), there were impedances on the lead causing the settings not available message. The actions taken involved having the rep reprogram the device. The issue has been resolved.